Manufacturer narrative:
This follow-up report is being filed to correct information. Correction: previous supplemental 0001825034 - 2016 - 03909 - 3 incorrectly noted that the device was not returned. The device was returned for evaluation, as previously reported in 0001825034 - 2016 - 03909 - 2.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Device was not returned for evaluation, however, investigation into the issue determined root cause is design related. Corrective and preventive actions have been initiated to address the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device was fractured. However, the driver tip twisting is intentionally designed in order to prevent the screw head from fracturing or stripping out. The root cause of the event was most likely due to too much torque applied than the driver was designed to withstand and the driver tip twisted to prevent damage to the screw and ultimately fractured. However, a conclusive root cause could not be determined. Further investigation into this issue is ongoing, and when additional information is received, a follow-up report will be submitted to the FDA.

Event description:
During a bunionectomy procedure, the driver bent and subsequently fractured while inserting a screw. There was no patient injury or delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During a bunionectomy, the driver bent while inserting a screw. There was no patient injury or delay.